Event description:
Per the clinic, the patient experienced intermittent sounds with use of the device. The results of an integrity test indicated malfunction of the receive stimulator. Explant and reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Event description:
Consumer inserted a tampon and upon removal, the tampon came apart into pieces. She was able to remove the tampon pieces that remained inside her on her own.

Manufacturer narrative:
Correction: the brand name is nucleus 24 auditory brainstem implant system not nucleus 24 channel cochlear implant system as previously reported. (B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6), 2010, during the same surgery the patient was reimplanted with another device. The device is not available for analysis. (B)(4). Device not available for evaluation.

Manufacturer narrative:
(B) (4).